Event description:
Distal protection balloon of percusurge ruptured with several inflations. No harm to pt. Possible user error. Further education needed for users, rep from percusurge has been contacted and will educate users.